Manufacturer narrative:
Date rec¿d by MFR: 11jul2019. The gas delivery system (gds) assembly was returned for failure analysis. A visual inspection of the gds revealed no evidence of damage or contamination. Further analysis determined that the u1 component on the air flow sensor printed board assembly was defective, resulting in the oxygen flow and accuracy failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09may2019. (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. When the oxygen was set to 100%, the unit measured 93.2%. The fse replaced the flow sensor assembly and the issue was resolved.

Event description:
It was reported that the unit failed oxygen accuracy testing. There was no patient involvement.